Manufacturer narrative:
The returned device did not function properly. The inlet diaphragm valve had become dislodged from its housing. Both the valve and housing were intact. It is unk and inconclusive as to how the valve became dislodged from its housing. Production batch records indicate no issues relative to bag operation in its 100% performance testing.

Event description:
As reported by the ems chief: while treating a pt in cardiac arrest we were attempting to ventilate the pt's airway with a bag valve mask (bvm). The equipment is stored in our als bag and is stored within the manufacturers packaging. The bvm was noted to not be forcing air out in the normal pathway to the pt. The apparent failure is the dislodgement of the on-way valve at the inlet side of the bvm which remained within the bag portion of the device. This did not allow the air to flow in a single direction to the pt but instead allowed it to flow to the path of least resistance which in this case was away from the pt and down the corrugated reservoir tubing. The back-up bvm carried on the unit was placed in service as soon as it was recognized that it was the bvm that was failing as opposed to incorrect placement or tube obstruction.